Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that patient was overdosed and received narcan. The patient was now experiencing withdrawal and a request to have a device manufacturer representative turn the pump off was made. No further complications have been reported as a result of this event.